Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Visual investigation revealed no failure modes on the sensor plug assembly. The sensor was unable to be reprogrammed. The sensor was further investigated and de-cased. Performed visual inspection on the de-cased sensor and no issue was observed. The battery was replaced with a known good battery, and an attempt was made to reprogram the sensor, however, the sensor refused to reprogram. An extended investigation has also been performed for the reported complaint. Performed a visual inspection and no issue was observed. Attempted to extract data from the returned puck and received an error message indicating that the device was incompatible. This occurs when there is a error or interruption during the reprogramming process. Therefore, adc was unable to further test the returned product. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the return device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.